Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Patient codes: 2240, 1695, 2069, 3189-surgical intervention. It was reported that the patient experienced hernia recurrence, adhesion, seroma following the procedure. It was reported that the patient underwent removal of mesh on (B)(6) 2017.